Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular treatment. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured from a pinhole at the central part. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.